Manufacturer narrative:
Updated part and lot number to the correct section of the report.

Manufacturer narrative:
This complaint is related to report number: 3005477969-2016-00203.

Event description:
Patient underwent washout due to high cobalt levels which caused sepsis. Due to the infection and damage to the bone, revision surgery was unable to be performed. The surgeon implanted an antibiotic spacer and the customer was hospitalised for 2 months. The customer later went on to have a new implant in and bone grafting was also performed during the surgery.

Manufacturer narrative:
It was reported that a left hip revision surgery was performed as the second part of a two stage revision. During the revision, all parts were removed. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. The available documents do not provide sufficient information on the metallosis and the reported blood metal ions alone are not sufficient. However, the infection that caused the washout and the revision to occur earlier, are well documented. It is possible that the bony cyst and osteolysis is related to the sepsis and not a metal related issue. A relation of the sepsis with the chronic bursitis can also not be excluded. The device was not available for analysis, but the surgeon indicated that there was no wear on the trunnion and the reason for the revision was metallosis. Without x-ray images, an independent assessment of a possible contribution by the implant position to the mentioned metallosis cannot be performed. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.